Manufacturer narrative:
Correction: additional device code c62973 was added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the lead introducer dilator and sheath was placed in s3 foramen at approximate depth, the lead was attempted to pass but was not passing. The surgeon placed the dilator back into the sheath in order to advance it a bit further but still within appropriate depth. He encountered some resistance in doing this but was able to pass the dilator fully back into the sheath and pass the lead. Good motor responses were unable to be obtained so the lead and sheath were removed. Upon removing the sheath, it was noted that the end of the sheath was broken as seen in photograph, and the radio-opaque marker was left behind in the foramen and remains there as seen on x-ray, and there were no future plans for retrieval of the marker. No out of box issue was found. The lead was not affected in anyway and was implanted. When asked whether the cause of the sheath breaking was determined, the rep responded: there was what seemed to be some scarring. The sheath and dilator where placed, an attempt was made to pass the lead as it wasn¿t advancing smoothly (presumably scar tissue- that¿s at least the way it presented). The dilator was placed back into the sheath and there was some resistance placing the dilator back into the sheath. Ultimately it was able to be placed in properly and the whole sheath and dilator was advanced slightly deeper in the foremen. Again, the depth at which it was placed was consistent with labeling recommendations. The dilator was removed, the lead was attempted to pass again. All impedances were noted to be normal during impedance check. The sheath was inadvertently left behind at the hospital. Attempts were made to locate the item but have been unsuccessful thus far. Patient¿s medical history of overactive bladder, diabetes, hyperlipidemia, chronic constipation, depressive disorder were given in initial report. Patient status was listed as alive - no injury. No further complications were reported or are anticipated.